Event description:
It was reported that during a laparoscopic nephrectomy procedure, once the device had been fired, it would not let go. It was stuck on the tissue. They were able to get the device open and removed it from the tissue. A new device was used to complete the procedure. There was no patient consequence. There is no further information available.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reverse button worked as intended during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.